Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of an unspecified medication. The hospital biomed indicated they had assessed the equipment and found no issue. There was patient involvement but no harm. Although requested, no additional details were provided.

Manufacturer narrative:
Omit : medical device other operator. Correction: describe event or problem, date of event, medical device operator. Additional information: age at time of event, age unit, date of birth, sex, concomitant med prod/dates.

Event description:
It was reported that there was an over infusion of an unspecified medication. The hospital biomed indicated they had assessed the equipment and found no issue. There was patient involvement but no harm. Although requested, no additional details were provided. After receiving the report, bd representatives went onsite to gather additional information. It was reported that the "pump programmed for oxytocin infusion for induction of labor, set at 2ml/hr." The "rn noticed drop rate appeared to be too fast. Infusion immediately stopped. An additional rn checked/programmed pump yet drop rate still going too quickly. Infusion stopped, and pump changed." Per customer, "pump removed from pt care areas, biomed work order requested." The event reportedly occurred on 29 august 2024 at 0912 in the labor and delivery unit. There was no patient harm. Additional information of the patient event: "lactated ringers at 125ml/hour was infusing on the pump module closest to the patient. Pitocin (oxytocin), 30 milliunits in 500ml, was infusing on the right side of the pcu at a rate of 2 milliunits." The clinician "was watching the pitocin drip chamber when the infusion was started, and the fluid was constantly flowing through the drip chamber." The clinicians "checked the IV tubing and programming, which were correct. The pump module and IV set was changed out and a new pump module and IV set was started and the fluid was constantly flowing through the drip chamber again. The entire setup was sequestered and taken out of the patient room. A new set of devices was started with the same IV tubing used for the pitocin infusion and the infusion was started without any issue. No patient harm reported as the issue was caught immediately.". Per report, the facility's biomed performed internal investigation and stated that "the unit appears to be infusing properly." The customer then stated that the "device involved in the reported event was released back to the floor per risk manager.".

Event description:
It was reported that there was an over infusion of an unspecified medication. The hospital biomed indicated they had assessed the equipment and found no issue. There was patient involvement but no harm. Although requested, no additional details were provided.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Root cause: the root cause for the reported issue of 8100 over infusion was not determined because no products or device logs were returned.